Event description:
A (B)(6) with alaris med infusion channel to pump, ampicillin, 10 ml syringe correctly programmed and placed in channel. The pump was reading less than what was actually in the syringe. The pump would not allow rn to change the pump to the correct syringe amount reading. Concern for pt not receiving ordered dose of medication. Diagnosis or reason for use: IV therapy.